Event description:
It was reported that the device was tipped over and one of the fire chiefs cut all the straps off. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather additional details from the user facility.

Event description:
It was reported that the device was tipped over and one of the fire chiefs cut all the straps off. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
During investigation, the correct device was identified. The catalog number and serial number of the device were updated to reflect these changes. However, it was determined that the device was involved in an ambulance accident, and it was beyond the expected service life. The device was not evaluated and was listed as scrapped. H3 other text: device not accessible for evaluation.